Manufacturer narrative:
Batch review performed on 22 june 2023 lot 2008779: (B)(4) items manufactured and released on 27-oct-2020. Expiration date: 2025-10-14. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department knee revision surgery (using gmk revision) on the right side performed 2 years and 3 months following primary implant of a gmk sphere. The patients complained of anterior pain which was the cause of the revision. The analysis of the available x-rays did not reveal any signs of loosening or infection, but the femoral component appeared rotated. Among the causes of an anterior knee pain we can also include mechanical causes such as the incorrect positioning of a prosthetic component. We have no reason to suspect a defective or malfunctioning device.

Event description:
At about 2 years 3 months after the primary, revision surgery due to femoral rotation with a significant valgus. Anterior pain also described by the patient. No implant loosening. No infection. The surgeon revised successfully the femoral component and the tibial insert and performed the resurfacing of patient's natural patella.